Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving a high scan of 17.9 mmol/l on the sensor when compared to a competitor meter result of 17.4 mmol/l. The customer experienced dizziness and the ambulance was called on site, and the customer was provided unspecified medical treatment for the reported issue. No further information was provided as the customer refused to provide additional information. There was no report of death or permanent injury associated with this event.